Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted approximately three weeks post implant. It was further reported the source of the infection was the abdominal wound as the incision had never fully closed after implant. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.